Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer evaluated the unit and could not duplicate customer reported problem.